Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope displayed a compromised image and the lens was dirty. The device was returned and an evaluation at the repair center revealed, air/water nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was submerged in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Objective lens had discoloration. Due to dirt on objective lens, there was lack of image on the monitor. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Light guide lens had discoloration. Scratches were found throughout the device. Paint on suction cylinder was peeled. Scope connector had corrosion. Control unit has discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.